Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.2 cubie e1 had failed to open. A field service engineer found that the medication was overstuffed, putting pressure on the lid from below, and the cubie spring was slightly worn. The user rearranged the medication, and the fse was guided the user through replacing the cubie to resolve the issue. Tested the drawer 3.2 using the final test in the hardware test application. Test successful. The system functioned as intended after the field service engineer inspected and assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie failed. The customer rebooted the device, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.